Event description:
It was reported that customer was hospitalized due to dka. Customer stated that her physician says that he believes her bolus feature is not working properly and he wants her pump to be replaced. Pump appears to be working properly.